Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead couldn't not pass through the sheath catheter. The catheter was not used, and another catheter was used for implant. No further information was reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the lead was ultimately placed and remain in use.